Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12 v power supply and adjusted the fuse holders. Ge rep instructed customer on proper use of auto technique settings. System operates as intended.

Event description:
Customer reported very grainy images, and after reboot the left monitor would not come on. No patient injury was reported.